Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and could not replicate the reported event. The system performed as intended. The computer was returned to the manufacturer and booted normally. The system passed all required testing. No fault was found.

Event description:
A medtronic representative reported that outside of a procedure, after installing a new computer, while in the software, the navigation system rebooted on its own. There was no a loss of input and the issue could not be replicated. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by the manufacturer. The logs showed that all applications exited normally as the os session ended. The logs were not informative of which application software exited without prompt from the user.